Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the patient's pacemaker and the left ventricular (lv) lead exhibited high capture threshold. The pacemaker was explanted and replaced, however no intervention was done to the lv lead. The patient was in stable condition.